Event description:
Boston scientific received information that the remote home monitoring system issued an alert for a single low out of range shock impedance measurement of 0 ohms. Review of the patient's data noted all other values to be within range and there was no evidence of noise. Boston scientific technical services (ts) was consulted and discussed assessing for possible sources of electromagnetic interference (emi) which may have contributed to the reading of 0 ohms. The clinic planned to have the patient perform another remote home monitoring interrogation a week later to see if the shock impedance value continued to be low or was within normal limits. A remote interrogation was performed approximately one and a half weeks later which revealed a shock impedance of 48 ohms. Since the impedance value was within range and stable, no further action was taken and they will continue to monitor the patient. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4) as no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.